Event description:
The needle was tightened on the syringe before the medication (ativan) was drawn. The injection was given immediately after. The needle separated from the syringe and the nurse removed it without incident to the patient. The medication leaked out and the nurse was sprayed in the eyes with the drug (ativan). The nurse was treated for one week. To date, no adverse affect to the nurse or patient.